Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse found the retainer of the statlock was spontaneously detached from the pad, which caused the catheter to come out approximately by 8cm from the patient's body. Allegedly, the nurse noticed it when checking the insertion site after the patient moved from his wheelchair to his bed. When the powerpicc was implanted on (B)(6) 2018, the statlock used for the operation was not from the same package as the powerpicc, but one sold as a single item. No patient injury has been reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retainer from the statlock substrate was confirmed, and it appeared that the device was damaged during use. One PICC statlock stabilization device was returned for investigation. The retainer was received separate from the foam substrate. A variable amount of foam was visible on the inferior surface of the retainer, indicative of adhesive application. Foam was missing from the superior surface of the foam substrate. The paper backing had been removed from the foam substrate. Blood residue, hair, and discoloration were visible on the inferior side of the substrate, which indicates that it had been used. Due to the condition of the returned sample and since evidence of adhesive was observed around the inferior surface of the retainer; it appears that the product was damaged during use. It was reported that the statlock was found damaged when the insertion site was checked after the patient moved from the wheelchair to the bed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse found the retainer of the statlock was spontaneously detached from the pad, which caused the catheter to come out approximately by 8cm from the patient's body. Allegedly, the nurse noticed it when checking the insertion site after the patient moved from his wheelchair to his bed. When the powerpicc was implanted on (B)(6) 2018, the statlock used for the operation was not from the same package as the powerpicc, but one sold as a single item. No patient injury has been reported.